Event description:
Report received of a tubing separation. The customer reported the tubing appeared "cut" at an unspecified location on the tubing set. This was reportedly noted upon opening of the package. There was no known patient involvement. Though requested, no additional infomration was available.